Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however the device history review was unable to be completed as the relevant device lot/serial number was not reported or able to be subsequently ascertained. The complaint could not be confirmed. Device discarded by facility.

Event description:
Surgeon prematurely tried to open the clip while it was not fully engaged in the thoracic cavity. The clip was partially in the trocar (long one 10mm). In this case, the clip had failed to deploy until after he pulled the cord to release it.